Event description:
It was reported that the device had a plunger lever issue. No patient injury was reported.

Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. Device evaluation: the device has not been returned. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H10: device evaluation: a sample was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that the tamper seal was missing from the plunger assembly upon receipt, both front corners of the top case were chipped, and the right plunger case and bottom case were cracked. An error code was found in the ehl (event history log). The customer reported issue was duplicated as the check clutch error was found during the occlusion test of the investigation. Root cause of the reported issue is attributed to normal wear consistent with use. Replaced the lead screw and both clutch halves, performed preventive maintenance and all functional testing. The product is beyond a year from the manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record DHR review was not performed. Service history review identified this device has not been in for service previously.